Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the low impedance was not determined. The patient stated that they had no change in therapy or falls of any kind.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient weight is an estimated weight. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seeing out of regulation (oor) on the patient programmer (pp). The patient reported they have not been messing with their pp at all. Potential impedance issue, high setting, and low battery voltage, and how to clear oor on the pp was reviewed. It was suggested checking impedances, review patient settings, battery voltage, etc. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting they became aware of the issue on aug-11th. They were able to connect with the patient and troubleshoot the issue over the phone. Another rep performed an impedance check yesterday. It was determined the patient had low impedances of around 200 on contact 1 that was programmed. No actions were taken. The battery is at 2.66, so they will need a replacement soon where it will hopefully be resolved.